Manufacturer narrative:
The pt remains stable post-transplant. The explanted device has been returned and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that while the pt was at home, she experienced some red heart alarms and noted that the lvad was making different noises. It was also reported that the pt had been changing the vent filter more frequently because of an increase of dust. The pt's husband later noticed a yellow battery and a low voltage alarms while the pt was sleeping and connected to the power base unit (pbu). All of the connections appeared to be intact; however, as recommended, the pt was then disconnected from the pbu cable and placed on battery power, and the alarm was resolved. The pt was then connected back to the pbu and the alarm did not reoccur. It was determined that the lvad was failing and as a result the patient was placed on the transplant list. Later that day, the pump stopped and the patient was put on pneumatic support using a stroke volume limiter (svl) and drive console. The patient was transplanted two days later and remains stable post-transplant.